Manufacturer narrative:
(B)(4). Insulin pump passed sleep current measurement, active current measurement and displacement test. All currents within spec range. However, confirmed power error 25 due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alarmed for power error and replace battery. Customer¿s blood glucose was unknown. Customer performed troubleshoot for power error and was advised to call back if issue occurs again. Insulin pump will be return for analysis.